Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient had multiple erosions over the years as reported by the physician. No further information was available as the physician was vague and did not mention the patient or the products involved. There were no additional adverse patient effects reported. The product status is unknown.